Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rep revised an lcs in 2009. What is critical to note are the clusters of bead-like metallic particles embedded within the poly.